Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery pack was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system had a rotten egg smell coming from the c-arm. No pt injury was reported.